Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. The involved device was not returned, and 1 (one) photograph was provided but the reported failure mode is not seen. The complaint could not be confirmed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device was leaking from the cuff during a procedure. There was patient involvement, but unknown patient harm/unknown adverse event reported.